Manufacturer narrative:
.

Event description:
It was reported that during implant, the physician had difficulty inserting the ventricular lead into the pulse generator header. The lead was successfully secured and the device was implanted.